Manufacturer narrative:
Insulin pump passed the displacement test. Device received alarmed compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform alarmed compromised force sensor system test, excessive no delivery test and occlusion test due to alarmed compromised force sensor system alarm.

Event description:
The customer reported via the phone call that the insulin pump had received compromised force sensor system alarm during manual prime process. The customer¿s blood glucose level 88 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.